Event description:
This ra lead was attempted implanted on (B)(6)2016 due to noise and emi. The physician was dr.(B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).